Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's implant has never helped with their pain. The patient stated they were using their implant for a year and continued to have it programmed, but it never helped. The patient quit using it after about a year. The patient was advised to consider having the device checked and help to get the implant started again because the patient needs a MRI due to issues unrelated to their device/therapy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and peripheral causalgia. It was reported that according to the patient the stimulator had not worked in several years. The hcp stated that the patient was no longer using the stimulator for pain and nerve issue. The caller was unable to clarify what the patient meant by ¿not working¿. MRI compatibility information was reviewed as it pertained to the possible overdischarged ins. Technical services recommended to follow-up with the patient to clarify ¿not working¿ and ask the patient if they were able to charge the ins and communicate with it. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.